Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at the ins site when the therapy is turned on and off. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was replaced with a different model. The issue was resolved post operatively.